Manufacturer narrative:
(B)(4). The reported complaint for iab "did not inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Additionally, according to the customer submitted photo, the teflon sheath extrusion was noted damaged, consistent with being buckled and the sheath was not on the device in question. The conditions of the teflon sheath noted in the photo indicate the user had withdrawn the iabc through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
It was reported " during the course of the surgery the doctor inserted the balloon indicating immediately a failure of the device since he mentioned that it did not inflate so the technician removed it immediately and when corroborating the failure in its operation it was decided to change it for a new one. On this new occasion the device in question was presenting the same problem since the device did not perform its function when inserted, leading as a consequence to the delay of the surgical event since the two devices that were available were used without success. The surgery could be completed once a new device was obtained from the institution." To continue/complete therapy, another catheter was inserted. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00663.

Event description:
It was reported " during the course of the surgery the doctor inserted the balloon indicating immediately a failure of the device since he mentioned that it did not inflate so the technician removed it immediately and when corroborating the failure in its operation it was decided to change it for a new one. On this new occasion the device in question was presenting the same problem since the device did not perform its function when inserted, leading as a consequence to the delay of the surgical event since the two devices that were available were used without success. The surgery could be completed once a new device was obtained from the institution." To continue/complete therapy, another catheter was inserted. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00663

Manufacturer narrative:
(B)(4).